Event description:
It was reported that during a therapeutic procedure the single use ligating device loop failed to detach. The ring and hook in the sheath were entangled and the ring could not be detached/separated as intended. The user therefore used a loop cutter (emergency measure) and removed the loop and completed the procedure. No patient injury was reported.

Manufacturer narrative:
E1: establishment name: (B)(6). E1: address line 1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was endoscopic mucosal resection (emr) and the procedure was not prolonged due to the device malfunction. It is unknown if additional anesthesia was required. The patient did not experience any adverse effect or complication. The patient's current condition was noted as "good" and the patient's outcome due to the procedure was noted as "good".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (b5, h3, and h4). The device was evaluated by olympus, and the operating pipe of the slider was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the reported event occurred due to the following mechanisms. Mechanism 1 : 1.) The loop was placed around the body tissue. 2.) The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3.) The slider was pulled to tighten the loop. 4.) Because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5.) The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6.) Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7.) The slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Mechanism 2 : 1.) The sheath was bent near the handle. 2.) The operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3.) The operating pipe deformed and broke because the slider was forcefully operated. 4.) Due to above, the loop could not detach from the hook. However, the specific root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Never use excessive force to operate the instrument. This could damage the instrument." "Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.